Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a vyaire medical authorized service technician. The service technician replaced the sensor board to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the unit was alarming e33 after pressure calibrations. It is unknown if there was any patient involvement associated with this reported event.